Event description:
Boston scientific received information that during a previous routine follow-up, the right ventricular (rv) threshold had been changed to auto. At the next routine follow-up, it was found that the threshold had been inadvertently changed to .1v instead of auto capture. The patient became asystolic and was successfully resuscitated. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Records indicate this device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.